Event description:
During in-take of patient in ed we required blood cultures and the blood culture collection system was to be use but it was noted that the needle was retracted in package. Several packages were opened and all needles were retracted. This is the 2nd report due to the same issue, same devices - multiple blood culture system needles have been found to be retracted. Brand new packages remain un-opened yet the needle is retracted. Opened packages remain unused yet the needle is retracted. So far, we've noted that all are from the same lot: 9446991. Again, no patient harm.